Event description:
It was reported that during a stent placement procedure in left proximal superficial femoral artery, the stent allegedly came off the balloon it was mounted on at the sheath hub and never made it into the sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in left proximal superficial femoral artery, the stent allegedly came off the balloon it was mounted on at the sheath hub. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one valeo expandable biliary stent was returned for evaluation. Then stent noted to be dislodged, no other specific anomalies noted. Under the microscopic observation, stent crimp marks were noted on the balloon surface. No functional testing performed due to the nature of the complaint. The investigation for reported stent dislodgement was confirmed as the stent to be dislodged from the balloon and crimp mark was also to observe under microscopic observation. A definitive root cause for the reported stent dislodgement could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.